Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned. Additional information indicated that the lead had fractured and was found out through visual inspection and that this lead had also exhibited high pacing threshold. This lv lead was replaced with a new lead. No additional adverse patient effects were reported.